Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to clinic for follow up, non-sustained rv oversensing was observed on the rv lead. Patient is pacemaker dependent. Upon interrogation intermittent noise while oversensing was observed on the ventricular channel. Programming changes were made previously but noise was still being sensed on the lead. Isometric testing did not reproduce the noise. Further testing and programming changes were recommended. During a next follow up rv lead was explanted and a new lead was implanted. Patient was stable post procedure.